Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-sept-2024.

Manufacturer narrative:
Corrections to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhering to the device. As the foreign material was not on the external surface of the device, it could not be removed by reprocessing. The type of material or root cause was not was not identified. Additionally, the adhesive around the light guide lens came off due to physical stress from hitting/dropping it, or chemical stress caused by chemical solutions that was used. As a result, humidity may have invaded the lens which lead to corrosion. The suggested event is detectable by handling the device in accordance with the following IFU. Instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection describes the detection method. Olympus will continue to monitor field performance for this device.